Manufacturer narrative:
Physio-control evaluated the device and observed that the defibrillator would not charge when the charge button was pressed. Physio replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during testing. According to the reporter, the defibrillator would not charge. There was no pt use associated with the reported incident.